Manufacturer narrative:
Based on the operative report received on (B)(6) 2012, it appeared that one of the leaflets had pannus formation on the ventricular side of the valve, limiting its motion. There was no significant calcification, no tear, no perivalvular leak, and there was no evidence of infection. The old prosthetic valve was excised in its entirety. A 27mm edwards bioprosthesis valve was placed; the valve seated quite nicely. Transesophageal echocardiography revealed excellent prosthetic valvular function with absolutely no perivalvular and no intravalvular leak. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve/annuloplasty ring. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Pannus occurring prior to 12 months is rare and suggests patient factors may have played a significant role. Since the mechanism of host tissue growth in bioprosthetic heart valves/annuloplasty rings is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time no further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 2 years and 9 months due to mitral regurgitation. Based on the follow-up with the health-care provider, it was learned that the explant was patient related. The health-care provider also noted "fibrosis of leaflets." No other details reported.

Manufacturer narrative:
(B)(4). Device not returned. Unfortunately, the subject device has been discarded, therefore, the root cause of the reported mitral regurgitation could not be investigated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring re-operation in the immediate post-operative period is due to procedural related issues and is unrelated to the device. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular or central leaks by providing more efficient hemodynamics and longer tissue durability. In this case, the health-care provided mentioned that the explant was patient related and noted 'fibrosis of leaflets.' No further actions are possible with the available information.